Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 240 units of insulin. The customer's blood glucose level was 421 mg/dl. Customer loaded a new cartridge to resolve the issue.